Event description:
During a follow-up appointment on 8 jan 24, the patient was observed to have poor wound healing. Per the treating center, there is some seeping at the rostral end of the incision. The patient reported seeping for approximately 3-4 months. The rns device was explanted. Details of the explant are pending from the treating center.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.